Manufacturer narrative:
The field service engineer (fse) evaluated the device and could not duplicate the reported condition. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had a severe occlusion/safety valve open alarm indicating a loss of ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.